Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 h z simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has been returned and the evaluation is underway. The device flag data from the last download (03/22/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. Device manufacture date: monitor: 08/14/2015, belt: 04/24/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. It was reported that ems attempted resuscitation efforts. Review of the download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal and motion artifact. Per the continuous ECG recording, the received the inappropriate treatment at 02:04:54 on (B)(6) 2021. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by CPR/motion artifact. The response buttons were not pressed during the treatment event. The patient was in asystole with motion artifact until the electrode belt disconnection at 09:07:46.